Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient started having issues about 3 months in and it had only continued to get worse. On (B)(6) 2019 the patient called in reporting they had a ¿big old knot¿ and electric shocks from the stimulator since about 4 months after it was in. The patient also reported that the ins was gradually not working for them anymore since at least a year ago. The patient stated they used to wear 1 pad a day and it worked well for them, now they were using 3 pads a day. The caller didn¿t have access to their programmer, and programmer use to check the therapy status was reviewed. It was suggested that the caller call back with the programmer and they were advised to follow up with their healthcare provider. The patient noted they wanted to have the ins removed. The patient also reported thinking their device was defective. No further complications were reported.